Event description:
It was reported that during a pneumonectomy procedure, the staples would not hold on the upper right pulmonary vein one to two minutes after the vein was cut. Manual sutures with prolene 4/0 were used to complete the case. There was some bleeding and the procedure took 15 minutes longer. No pt consequence.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.